Event description:
It was reported by the physician that the patient had died due to unknown reason. Patient's blc was performed, and it was observed that patient had negative years of battery remaining, indicating that the device is likely at or nearing end-of-service. The physician did not have any additional information at the moment. Good faith attempts to obtain additional information has been unsuccessful. The cause of death is unknown at the moment.